Event description:
Following a fall, the patient experienced a shocking or jolting sensation during recharge sessions; the shocking was felt throughout her body. Impedance measurements were checked and found to be within range. The leads were replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.